Manufacturer narrative:
Activ.a.c.¿ canister was discarded and the lot number was not provided. Based on information provided, it cannot be determined that the alleged hemorrhaging and tibia fracture are related to the activ.a.c.¿ canister. The patient has a history of labrynthitis which causes dizziness. Additionally, an external fixator was unable to be applied on (B)(6) 2020 but due to patient inr and pt levels being slightly elevated, the decision was made to forego any spinal anesthetic for the surgery. V.a.c.® therapy labeling warns the user that excess tubing should be safely stored to prevent tripping. Device labeling, available in print and online, states: warnings with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostasis, patients who have been administered anticoagulants or platelet aggregation inhibitors, patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. Protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in contact with vessels or organs. Use a thick layer of natural tissue should provide the most effective protection. If a thick layer of natural tissue is not available or is not surgically possible, bioengineered tissue or multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode when used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Carrying case use the adjustable strap to wear the carrying case across your chest. Keep the therapy unit in the carrying case when in use. Tubing storage straps are provided. Fall prevention tips follow these safety tips to help prevent slips or falls while using the v.a.c.® therapy system: know your surroundings. Avoid possible tripping hazards, such as throw rugs, extension cords, and uneven floors. Safely store and secure any excess power cord and tubing to prevent tripping. See the therapy unit user manual for how to properly secure tubing. Be cautious of door knobs and other household objects that could catch exposed tubing.

Event description:
On 07-jan-2020, the following information was provided to kci by the patient: the patient was allegedly admitted to the hospital from (B)(6) 2019 to (B)(6) 2020. On (B)(6) 2019, the patient allegedly stepped on the v.a.c.® tubing clamp while ambulating. The patient alleged his foot was reinjured and there was bleeding to the heel. A surgical procedure was subsequently performed and an external fixator was applied. On 08-jan-2020, the following information was provided to kci by the nurse: the patient stepped on the activ.a.c.¿ canister tubing clamp and caused the patient to fall and allegedly fracture his tibia with bleeding to the wound site. The nurse also stated the patient was supposed to be bedridden and unable to ambulate. The patient was admitted to the hospital where pressure was applied to the wound site and the wound was injected with lidocaine and epinephrine to resolve the bleeding. The patient was placed on an alternative dressing. An external fixator was then applied to aid in the tibial fracture. The activ.a.c.¿ canister was discarded and the lot number is unknown, therefore a device history review could not be performed.